Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the power management board but this did not correct the issue. The fse checked the on/off switch and found the unit will power off shortly after being turned on and fault code #101 was recorded in the fault logs. The fse replaced the video generator and this corrected the issue. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that during a service/test, after field corrective action; performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was unable to be turned on with the ac power cord disconnected to an active ac power source. It was noted that the iabp was able to be turned on with the ac power cord connected to an active ac power source. There was no patient involvement and no adverse event reported.